Event description:
It was reported that twelve ems were used during a laparoscopic hernia repair. It was reported by the affiliate that the staples are not advancing. The spring in handle seems weak. There was no consequence to the pt.